Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The patient complained of extreme pain and required additional pain medication boluses without relief. There was no report of lasting patient harm.